Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the stations. A technical support specialist dialed into the server and ran the downtime query, confirmed that there were no issues with the messages or the carefusion coordination engine (cce), proceeded to execute the cast patient query, which also showed no issues, verified the devices, patient status, assigned units, facility, and reports, and found no concerns. The inactivity days setting was confirmed to be correct. On the station, the patient record appeared under all available patient's tab, and the total number of patients listed did not exceed 300 profiles. The user¿s permissions and assigned areas were confirmed to be configured correctly. A transaction or removal action had been completed on (B)(6) 2026, indicating current activity on the profile. The customer was advised to continue using all available patients function to retrieve the patient records. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had patient details not showing in station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.